Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator control pcb assembly, generator interface pcb assembly and kvp controller pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited multiple errors and failed to boot to a usable state. No pt serious injury or death was reported related to this event.